Manufacturer narrative:
The initial reporter also notified the FDA on 08 december, 2021. Medwatch report # mw5104991. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ dual port closed IV catheter system was defective. There was no report of patient impact. The following information was provided by the initial reporter: "issue with bevel or catheter at level of transition."

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd nexiva¿ dual port closed IV catheter system was defective. There was no report of patient impact. The following information was provided by the initial reporter: "issue with bevel or catheter at level of transition."